Event description:
Procedure: unknown. Reportedly, during a market survey, four pts experienced arterial bleeding at the junction of the innervasc hub and groin. These occurrences were over the course of 8 days in 2001. There were no hematomas, obvious pt injury, or increase in holding times for any pt.